Manufacturer narrative:
(B)(4). Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Information regarding patient weight, height, medical history, race, and ethnicity was not reported.

Event description:
This complaint is from a literature source. As reported in the literature publication entitled, ¿comparison of inflammatory response and synovial metaplasia in immediate breast reconstruction with a synthetic and a biological mesh: a randomized controlled clinical trial¿ (B)(6). A patient who underwent a bilateral prophylactic mastectomy and an immediate breast reconstruction using anatomical tissue expander - cpx , mentor experienced seroma, the patient needed a seroma puncture on the side with synthetic mesh.